Manufacturer narrative:
System analysis/service repair: the reported issue "laser would not pass warm up" was confirmed and determined to be the result of a faulty output coupler. Opened the laser and found a mirror burnt. The mirror (output coupler) was exchanged. Performed all the calibration. There were 13,4w @ 1300v. Mapping voltages and safety detectors calibrations. Test in normal mode at all power 5hz 1w/3w/6w; 8hz 2w/6w/10w/12w; 10hz 2w/6w/10w/15w; 12hz 3w/5w/10w. The system was tested and verified to specification.

Event description:
It was reported that during a procedure, the laser would not pass warm up. The issue was noted prior to a procedure. Patient had been administered anesthesia. The surgery was postponed until after the laser has been repaired. There was no injury to patient reported.

Manufacturer narrative:
.

Event description:
Received additional information: "surgery was completed after the repair with no injury to patient."